Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient developed an infection and erosion. The infection was resolved with antibiotic treatment. The system remains implanted.